Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the guide wire lumen and on the balloon, consistent with the reported use. There was no contrast visible. The balloon was loosely folded. There was no damage noted to the balloon catheter. The reported pinhole in the balloon was confirmed. A new indeflator was filled with water and was used in attempt to inflate the balloon to 20 atmospheres, when it was observed that fluid was coming out of a pinhole in the balloon 1.4 cm proximal to the distal balloon marker. There was a radial scratch above the pinhole in length of 3 mm, suggesting that the balloon damage may be attributed to mechanical damage to the outer surface. In this case, there was no report of leaks noted during preparation for use; this may suggest that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, all lot release testing data met the manufacturing criteria. A conclusive cause for the balloon rupture and noted mechanical damage could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during an attempt to treat restenosis of an unspecified stent in the moderately calcified, left superficial femoral artery, the balloon ruptured during the second inflation. The pressure at which the balloon ruptured was not provided by the site. After removal from the anatomy, the balloon was inflated on the table to test it, and a hole was noted in the balloon. No adverse patient effects were reported. No additional information was provided.